Manufacturer narrative:
Return requested. Replacement suretrak2 medium clamp shipped to site. Medtronic investigation of returned suspect suretrak2 medium clamp finds that the adjustment screw is not stripped as reported, but has been cross-threaded with the clamp arm. Cross-threading of the adjustment screw is confirmed. The screw will not turn and as a result, the arm will not open/close. Mechanical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported a site's suretrak2 medium clamp has a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.